Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Under investigation.

Manufacturer narrative:
The complaint electrode was received at mitek and forwarded to supplier for evaluation. Visual observation of the active tip indicates signs of activation and there is evidence of melting at the proximal section of the manifold. The sharp edges of the tip profile confirm the reported complaint that the device had not been activated for a lengthy period. No functional test was conducted to avoid further damage. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ touching the tip of the scope during use is contrary to the precautions stated in the IFU and would cause the damage seen on the active tip. Furthermore, no lot number was supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. However in the interest of continuous improvement, a supplier CAPA been initiated to investigate and determine a root cause for the melting of the active tips. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
At the end of the procedure part of the tip started breaking away and turned black and stopped working. No delay to procedure. No ae to patient. Additional information provided by the affiliate indicates that the melted tip shards fell inside the joint space but was washed out and nothing was left inside the patient. This extended the procedure by 1-2 minutes. This electrode was not reprocessed. The customer used the same generator for 4 other cases and found no issues with it.

Event description:
At the end of the procedure, part of the tip started breaking away and turned black and stopped working. No delay to procedure. No ae to patient. Additional information provided by the affiliate indicates that the melted tip shards fell inside the joint space but was washed out and nothing was left inside the patient. This extended the procedure by 1-2 minutes. This electrode was not reprocessed. The customer used the same generator for 4 other cases and found no issues with it.